Event description:
Unexpected return- (B)(6) 2019 14:53:17 (B)(6) npi not confirmed unit received unexpectedly fedex tracking number (B)(4) please note: unit is not marked received/prcd until npi is confirmed for repairs and/or additional information is received/confirmed by customer *shipping label matches sap ownership *unaffected by current recalls. (B)(4) 2019 07:30:53 (B)(4). Customer lawrence gudknecht called in to provide po#, problem, cc info; cc info: af billing- (B)(6). (B)(6) 2019 12:30:42 (B)(6). Inbound error (B)(6) 2019 05:41:15 (B)(6). Customer stated in bound error was confirmed due to being out of calibration. Reset fault. Also the lithium battery low voltage. Awaiting for customer's approval with minor repair. (B)(6) 2019 09:15:50 (B)(6). Per (B)(6) (via phone), he approves up to level 2 repairs at (B)(6). (B)(6) 2019 10:49:00 (B)(6). Updated from mnr to mjr for the major repairs needed per tony nguyen, service tech. Repair approved per (B)(6) per the notes above for (B)(6). No changes to the po# (B)(6) 2019 08:49:48 (B)(6). For cc payment info contact: (B)(6). (B)(6) 2019 11:06:19 (B)(6). (B)(6) 2019 12:14:32 (B)(6). Clarification notes: no patient involvement, customer approved for lvl 2 at (B)(6) if needed. (B)(6) 2019 08:40:09 (B)(6). Awaiting credit card information from customer to proceed with repair completion. Repairs delayed. Spoke to (B)(6) - said due to procedure, they are unable to provide credit card information before services are rendered. Waiting for her confirmation (B)(6) 2019 13:20:46 (B)(6). Updated from mnr to mjr for the major repairs needed. Repair approved per notes above for $779. Please bill repairs to credit card per (B)(6): (B)(6). (B)(6) 2019 06:50:44 annette (B)(6). There was no patient involvement.

Manufacturer narrative:
DHR : a review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was involved in a production failure which correlates to the customer reported issue. Chr : a review of the complaint history was performed which did not confirm similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Manufacturer narrative:
DHR: a review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was involved in a production failure which correlates to the customer reported issue. Chr: a review of the complaint history was performed which did not confirm similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(6).